Manufacturer narrative:
Based on the information provided, a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. As mentioned in previous report, it is unknown which of the two leads were fractured. The fractured lead was returned for device analysis and reported in (B)(4).

Manufacturer narrative:
Additional information received indicated confirmed fracture of the right lead and surgical intervention took place, wherein the lead was explanted and replaced to address the issue. A4 was updated with patient's weight.

Event description:
Related manufacturer reference number: 3006705815-2021-05893. It was reported the patient was unable to place their scs system into MRI mode, prior to an MRI procedure. Later, diagnostics discovered high impedance in one of patient's leads. In turn, surgical intervention may be pending to address the issue. It is unknown which lead is related to the issue, therefore both leads are being reported.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received.